Event description:
A customer contacted beckman coulter inc, (bec) in regards to continued blood urea nitrogen (bun) qc result shift on the au640 with ise chemistry analyzer (r). Customer had replaced the sample probe and started a new lot of reagent. Beckman coulter call center recommended continuing to troubleshoot by changing the r2 probe after review of reagent blank history. This appeared to resolve issues at that time. Customer called back 4 days later stating that the r2 probe was leaking. The call center requested that customer change the reagent and wash syringes. Leaking was corrected, but qc failures were now noted and service was dispatched. Customer was able to resolve all issues prior to the arrival of the fse. A field service engineer (fse) stated that instrument was functional with qc running within acceptable ranges and no leaking at the time of his arrival. At the customer's request, the fse validated that instrument performance was within specifications. Proper installation of probes and syringes were verified along with alignments and proper functions of cuvette and mix wash station. No further leaking issues have been reported. There were no inquiries about any reported results and no stated erroneous results released from the lab.

Manufacturer narrative:
Failure mode for this event was leaking probe corrected by change of reagent and wash syringes. (B)(4).